Manufacturer narrative:
Additional information was received on september 09, 2015. Third party manufacturer reviewed the batch records for lot# 15fm0001 and no issues were found. Four retention samples were also inspected and the appearance of the balloon, catheter body, irrigation cavity and valve function were normal. No broken tube and separation at the joint were found. A complaint simulation test was performed utilizing 12 samples from different lots along with one retain sample from lot#15fm0001 for adhesion testing of the tube and 4-pc cannula set using the tensile strength test in the reverse direction. The resulting average tensile force exceeded the minimum force required. It was also discovered that information confirming the product was returned was not captured on the initial MDR that was reported on august 12, 2015 - MFR# 1049092-2015. The returned sample was evaluated and the separation traces of the returned part and the simulation test sample separation traces appeared similar. No previous investigations are available. After a review of the returned product and a thorough batch review there is not enough information to determine the root cause for corrective action. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported that the "irrigation port disconnected from the catheter before usage." The complainant further reported that when the package was opened and "the device was removed and unrolled, the irrigation port was touched and broke away from the system without any effort." It was further reported the device was not used on a pt.